Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they believe the pump may need to be adjusted due to having had low blood glucose levels. The customer states they were in the 70mg/dl range, but couple of hours later dropped to 40mg/dl. The customer states they corrected with bolus and has not tested since then. The customer states they have trainers card and will call later about making some adjustments. The customer declined helpline assistance. No further information provided.